Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that there was a dim pink/faded display screen. The pump was opened to remove bad display screen. Evaluation was completed with a test display screen, the display screen is showing a strong contrast. The display lens was found to be scratched. Unrelated to the complaint, evaluation revealed that the keypad was worn, which has no effect on insulin delivery function. (B)(6). Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The pump was returned for investigation. Investigation revealed that the display screen booted with a dim, pink/faded display. This report is made based on results of investigation completed on (B)(4) 2013.